Manufacturer narrative:
Additional information was received that the patient underwent a lead revision procedure due to stimulation in a non-target area. The pain areas of the patient were all covered.

Event description:
A report was received that the patient will undergo a lead revision procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient will undergo a lead revision procedure for an unknown reason.